Manufacturer narrative:
The evaluation of the device confirmed that the output socket was defective. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the scope communication error (b30) was caused by the defect of the output socket due to aging. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that a socket of the device was broken. And olympus inspected the device at the service department of olympus (B)(4) and found that a scope communication error (b30) occurred and the endoscopic image was black. There was no report of patient injury associated with this event.